Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Analysis performed indicated results were normal with normal functionality. Additionally, output verification confirmed all parameter were within normal range of operation.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was performed. The patient was recovering.